Event description:
It was reported the patient¿s stimulator had not worked for over a year. Therapy did not help the patient empty their bladder all the way like it was supposed to. The patient had a very large bladder and leaked. Walking long distances hurt the patient¿s back and they would be ¿down¿ for a couple of days. The patient wanted the implant removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3093-28, lot# j0443894v, implanted: (B)(6) 2004, product type: lead. (B)(4).